Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 16, 2017. The returned samples were visually inspected, dried blood residues were noted on both returned samples. The retention sample was visually inspected during which no anomalies were noted. All ops valves are subject to a 100% leak test, and successfully able to passed all five leak test. Due to the presence of the dried blood resides, one of the returned samples failed the negative pressure test on the first attempt. It was able to pass the test on the second attempt. The returned samples passed all leak tests, functioned properly and met all specifications; therefore, the complaint was not confirmed and the actual root cause can not be determined. It is likely that during the surgery there were unknown clinical conditions that could have contributed or caused the blood residues to build up, pressurized the valve and caused a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion . (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the vent line started leaking blood on the patient's side of the valve. Upon starting the cardioplegia flow with the vent pump still on, blood started squirting out of the top area of the valve. Once the root was de-aired and full, the vent line between the patient and the valve was clamped and the cardioplegia dose was completed and the valve was changed out. There was a blood loss of 50cc. Product was changed out. Procedure was completed successfully.